Manufacturer narrative:
Analysis of the lead with model ID: 977c290 and serial# (B)(4) found that the lead was cut/segmented 8.8 cm from the distal end. The lead was subjected to a series of standard tests that include but was not limited to visual inspection and electrical testing. Electrical testing of the returned segments determined that continuity was complete and there were no electrical shorts between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the explanting hcp. They reported that the patient had the implant done out of state. The hcp had not become aware of the erosion until after it had begun, so the circumstances that may have led to / caused the erosion were unclear. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977c290, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c290, serial/lot #: (B)(4), ubd: 11-jul-2020, UDI#: (B)(4), coding applies to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the lead eroded through the skin, so the lead was explanted on (B)(6) 2019. No device issue was alleged or reported however, the lead was returned to the manufacturer for analysis. No further complications were reported or anticipated.